Event description:
Customer reported that the machine did not remove the amount of fluid specified by the user.

Manufacturer narrative:
A braun representative inspected the machine and replaced the uf pump as a preventative measure. The pump was returned to the actual manufactrer for inspection. Bmt inspected the uf pump and concluded that the pump functioned normally. No specific conclusions can be drawn. The customer has used the machine without any additional problems.